Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient experienced a corneal burn, in the left eye, during cataract surgery. Sutures were required. The customer reported the phaco handpiece was overheating. The case was completed.

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. A company clinical analyst reviewed this case and stated the following: ¿the customer reported that during the use phaco handpiece (hp) of system, a phaco burn occurred. The customer then reported ¿four more patient's experienced corneal burns. The customer thinks a lot of heat was generated in the handpiece. The surgeon heard the occlusion alarm, but said the tip was not clogged. This patient received sutures, to complete the case.¿ this investigation will serve as one of the four patients. This is a female patient who had surgery performed on the left eye (os), and is approximately (B)(6) years of age. The information also states the surgeon used an phaco handpiece (hp), the case time was listed as: 11:46 (min/sec), the ultrasound (u/s) time was listed as: 01:25 (min/sec), and the average longitudinal power was listed as: 45.7 (seconds). Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 12, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. No further information was able to be obtained from this customer regarding the phaco handpiece. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6): preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).